Event description:
Customer alleged the bolt caused the left and right arm sockets to break. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA was initiated for this event. Quote qt((B)(4)) was initiated for replacement parts. Model number prox45 (B)(4) is approximately 1 year and 7 months of age. The user manual part number 1125104 rev e (may 07) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions or safely using the device. The consumers medical condition, stability, and medication regimen are unknown. The consumers age, height, and weight are unknown. The consumers technique wil using the device is unknown. The maintenance history of the device is unknown. The dealer alleges that the bolt would not stay in the arm socket causing the right and left arm socket to break.